Event description:
It was reported that the patient experienced palpitations. It was also reported that approximately a week post implant the right atrial (ra) lead exhibited low impedance, triggering a warning. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.